Manufacturer narrative:
Follow up #1: 08/22/2017 correction: type of reportable event field updated to reflect accurate severity of alleged issue. There was no reported death with the alleged issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of up to 500 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient was nor priming the tubing correctly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.